Event description:
Customer reported hospitalization due to low blood glucose readings and stated that the insulin pump was over delivering. Customer's blood glucose reading at the time of the hospitalization was 44 mg/dl and was treated with juice. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.